Event description:
Right knee pain especially on left side [arthralgia], right knee aspiration [joint effusion], right pain came back especially on the left side/received 8 weeks of right knee pain relief [device ineffective]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis. The pt reported his right knee pain came back after receiving synvisc-one. On (B)(6) 2010, the pt received a synvisc-one injection into his right knee. The pt reported that he received about 8 weeks of right knee pain since receiving the synvisc-one injection. The pt stated his right knee pain came back especially on the left side. On (B)(6) 2010, the pt has a right knee aspiration for "yellowish fluid" and intra-articular cortisone injection. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Add'l info was received on (B)(4) 2010, in the form of qa results. MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided; therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.